Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine it s root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she activated the pod during the night of (B)(6) 2014, and that when she woke up on (B)(6) 2014, her blood glucose was 320 mg/dl. When she removed the pod, she noticed that the cannula never deployed.